Event description:
The initial reporter alleged discrepant reactive results for the hbsag g2 elecsys e2g 300 assay on the cobas e 801 analytical unit. The discrepancy involved one tube out of three collected from the same patient on two different dates. On (B)(6) 2020, two sample tubes were collected from the patient for hepatitis and hiv testing in two different rooms. Tube 1, used for hepatitis testing, generated hbsag results of 1.15 coi (reactive) on the first test and 1.22 coi (reactive) after re-centrifugation. Additional hepatitis markers for tube 1 included anti-hbs (ahbs) at 2.00 (non-reactive) accompanied by a data flag, and anti-hbc (ahbc) at 1.77 coi (non-reactive). Tube 2, used for hiv testing, did not have hbsag results reported. On (B)(6) 2020, a new sample (tube 3) was collected for hbsag re-testing. Tube 3 generated an hbsag result of 0.517 coi (non-reactive). Tube 1 was re-tested and generated an hbsag result of 1.32 coi (reactive). Tube 2 was cross-checked and generated an hbsag result of 0.481 coi (non-reactive). The customer expressed doubts about the reactive results from tube 1, suspecting potential false reactivity or sample contamination. No confirmatory testing results were provided.

Manufacturer narrative:
The hbsag ii reagent expiration date was not provided. The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications. A review of quality control data confirmed that all control recoveries were within expected ranges. The investigation suggested that the discrepant reactive result observed for tube 1 could potentially be attributed to sample contamination, such as contamination from aerosols or a high-positive sample in the vicinity. However, no confirmatory testing results or additional diagnostic markers, such as hbsag confirmatory assay or hbv pcr, were provided to substantiate this hypothesis. A definitive root cause for the reported event could not be determined based on the available information.